Event description:
The customer reported that there was an alarm and the ready-for-use indicator (rfu) light was red. There was no reported patient or user involvement and no adverse patient/user impact.